Event description:
During placement of iupc [intrauterine pressure catheter] device provider noted the device was difficult to advance in the uterus. The patient ended up requiring a cesarean section for fetal well-being and upon entering the uterus it was found to be filled with blood and clots. This was concerning for a potential placental laceration.